Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) during basal delivery and the load process. Customer's blood glucose level was not impacted.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A follow up MDR will be filed.